Event description:
Patient reported infusion device beeping and showing "2.01" with four dashes, while in the "run" mode. She indicated that, she was unable to clear the alarm. Patient replaced the battery and the device worked fine. She stated that the battery had been in use for 2-3 weeks prior to the incident. Patient did not report any physiological effects associated with this issue. No medical assistance was required. Product was requested to be returned for evaluation.